Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
New information was received that this lead was taken out of service as a result of the clinical observations.

Event description:
Boston scientific received information that this right ventricular lead exhibited rising thresholds since implant. One reading was greater than 2500 ohms impedance. These measurements then went back down again, and cannot be recreated with isometrics. There was also a stored episode of noise and ventricular tachycardia. A chest x-ray will be taken to ensure lead integrity. No adverse patient effects were reported.